Event description:
It was reported that this right ventricular (rv) lead was dislodged which was confirmed through x-ray. Also, patient experienced undesired sensations. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned for analysis.